Event description:
The manufacturer received information alleging "after a patient's family performed suction and reconnected the device to the patient, circuit disconnected and low inspiratory pressure alarms sounded. Subsequently, the patient's condition worsened, and manual ventilation was performed. The patient was then urgently transported and admitted to the hospital. The patient went into cardiopulmonary arrest and was transferred from the emergency hospital to a regular hospital on (B)(6) 2025, where they continue to be hospitalized". The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, review of the event log confirmed "circuit disconnection" and "lower intake pressure" on the specified date and time, but we were unable to confirm any history indicating mechanical abnormalities. After further evaluation of the device, the technician was unable to confirm any mechanical abnormalities related to the incident. Additionally, not related to the complaint the muffler assembly was replaced due to dirt being found. Final test, battery check, valve check, running test, and cleaning were performed, and normal operation was confirmed. Software version 1.06.10.00 was confirmed.